Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose reading has been ranging from 400 mg/dl to 580 mg/dl since she started to have repeated occlusion issues with the subject insulin pump. The patient denied having any symptoms. The patient indicated that the occlusion issue was a result of the piston in the cartridge compartment not moving properly. She has been dealing with approximately 5 occlusion alarms per day for the past two weeks. On the day of the call to animas, she had 9 occlusions alarm. The occlusion alarm issue was not resolved with training. The patient was advised to go on her backup plan until the replacement insulin pump arrives. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after she was getting repeated occlusion alarms. The animas pump was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded multiple occlusions followed by loss of primes with high force. Investigators performed pump rewind, load, and prime with no occlusions. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no occlusions. During investigation investigators were unable to duplicate any occlusion alarms. The force sensor calibration was not in specifications, it was high. A 29hr flow test passed. The force sensor resistance reading was in specifications. Investigators confirmed issue in history but was not able to reproduce during investigation.